Event description:
Per the clinic, the patient experienced mastoiditis due to chronic lymphatic leukaemia. The device was explanted (B)(6) 2012. There are plans to reimplant the patient with a new device; however, this has not occurred as of the date of this report, (B)(4) 2013. The manufacturer became aware upon receipt of the explanted device on ja(B)(4) 2013.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This report is filed (B)(4) 2013.